Manufacturer narrative:
An event of dyspnea and high gradient was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 19mm trifecta valve (sn unknown) was implanted. On (B)(6) 2018, the patient presented with dyspnea and a high gradient was noted. On (B)(6) 2018, a valve-in-valve procedure was performed and a 23 mm portico valve was implanted within the trifecta valve. The patient is reported to be stable.